Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment complaint confirmed. Three unpackaged ar-8990st devices were received for investigation. Visual inspection identified that the distal tips of two of the fibertaks had bent. No breakage was present across any of the three devices. The method used to prepare the bone during the procedure, as well as the bone quality encountered, were not provided. A probable cause is attributed to improper bone preparation and/or prying/leveraging during use.

Event description:
On 12/16/2021, it was reported by a arthrex employee via email that an ar-8990st dx fibertak shaft bent when surgeon attempted to insert device. This was discovered during a ligament repair procedure on (B)(6) 2021. Surgeon opened a new fibertak and after inserting the anchor, it was discovered that the sutures attached to the anchor were torn. A new fibertak was opened and case was completed successfully without further issues.